Manufacturer narrative:
(B)(4). Batch #: x94x1v. A manufacturing record evaluation was performed for the finished el5ml with lot number x94x1v, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? "Still no reply from the customer, I've tried a couple times, if I hear of anything I will let you know otherwise please close the case for now". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic hernia repair, when using the clip applier, the clips would come out at an angle and would not close properly. No patient consequence.